Manufacturer narrative:
The samples were received for investigation. The samples were tested with troponin t hs reagent lot: 642405 on a cobas e801 module. The customer's results were confirmed during the investigation (3.00 pg/ml with a <test flag). The investigation is ongoing.

Manufacturer narrative:
One of the samples from the patient was investigated further. The bead pattern of the sample was compared to reference samples where there was a homogenous distribution of beads inside the measuring cell. For this patient sample, strong bead aggregation was observed. The patient sample was tested with a different assay (tsh) for comparison purposes and a homogenous bead distribution was observed. The low signal messages produced by the instrument were due to an interfering factor that caused bead aggregation and therefore signal quench. The concentration of the patient's sample thus showed results below the measuring range of the assay. This interference is specific to the troponin t hs assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The investigation did not identify a product problem.

Manufacturer narrative:
Samples from the patient were requested for investigation.

Event description:
The initial reporter stated they received questionable results for samples from one patient tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit, serial number (B)(6). First blood draw: on (B)(6) 2023, the sample was initially measured three times, resulting each time with no value, only a flag indicating low signal. The sample was then repeated by using a dilution factor of 1:20, resulting in a value of < 60 pg/ml, accompanied by a data flag. On (B)(6) 2023, the sample was repeated undiluted two times, resulting both times in values of < 3 pg/ml, accompanied by a data flag. Second blood draw: on (B)(6) 2023, the sample was initially measured, resulting with no value, only a flag indicating low signal. The sample was repeated by using a dilution factor of 1:50, resulting in a value of < 150 pg/ml, accompanied by a data flag. On (B)(6) 2023, the sample was repeated undiluted two times, resulting both times in values of < 3 pg/ml, accompanied by a data flag. Third blood draw: on (B)(6) 2023, the sample was initially measured five times, resulting each time with no value, only a flag indicating low signal. The sample was repeated by using a dilution factor of 1:20, resulting in a value of < 60 pg/ml, accompanied by a data flag. The sample was repeated undiluted, resulting in a value of < 3 pg/ml, accompanied by a data flag. Fourth blood draw: on (B)(6) 2023, the sample was initially measured two times, resulting each time with no value, only a flag indicating low signal. The sample was repeated by using a dilution factor of 1:20, resulting in a value of < 60 pg/ml, accompanied by a data flag. The sample was repeated undiluted, resulting in a value of < 3 pg/ml, accompanied by a data flag. The results of 60 and 150 pg/ml were reported outside of the laboratory.